Event description:
During verification testing at the testing center, the device delivered less than intended.

Manufacturer narrative:
The device was received. Investigation is not completed. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.